Event description:
Customer mentioned event that occurred last year in 2002 which they had not reported previously. Customer was outdoors during warm weather for a parade and their meter read 349 mg/dl. They observed the thermometer icon was lit which indicates that the environmental temperatue is out of range. They thought about moving indoors to retest after their meter returned to normal operating temperature, but they chose to dose according to the 349 mg/dl reading. They experienced shock and became unconscious. They were treated intravenously by paramedics.